Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-31909, 1627487-2020-32438, 1627487-2020-32439. It was reported the patient fell and experienced shocking sensations with both their scs and drg systems. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention wherein both scs and drg systems where explanted to address the issue.